Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector on two vasoview 7xb devices would not coagulate. The cables were replaced; however, the bisectors still would not work. A third replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #2242352-2012-01006 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and slight evidence of blood. Visual inspection determined that one of the electrodes was bent. A functional test was performed on the device with a reference generator and bipolar cord. The device did not pass the functional test as it failed to generate adequate steam and heat. In addition, the blade only extended partially when the blade slider was pushed forward. Based upon these findings, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There were no non-conformances recorded in the lot history. (B)(4).